Manufacturer narrative:
(B)(4). Peritonitis was diagnosed on an unknown date in (B)(6) 2014. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for peritonitis. The patient was later discharged from the hospital. Six days later, the patient was readmitted to the hospital for ongoing abdominal pain. During hospitalization, the apd catheter was removed and the patient started hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available at this time. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k14046, h14b27029, and h14c21046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.